Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance readings at an office visit. The patient had no reported trauma and did not manipulate the device. The reporter was instructed by the manufacturer to disable the vns due to the high lead impedance. X-ray review by the manufacturer did not identify any gross lead discontinuities. The patient has been referred for a lead revision and prophylactic generator replacement but no surgery date has been set.